Manufacturer narrative:
Continued e1 phone number :(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "device ruptured as per MRI test". This record is for the left side. Device was explanted and replaced with non-abbvie device.

Manufacturer narrative:
E1: phone number continued: (B)(6). Visual analysis: it is not possible to determine the lot number or catalog through the photos provided. Rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: a5, b1, d4, d9, e1, h3, h4, h6.

Event description:
Healthcare professional reported left side "device ruptured as per MRI test". Device has been explanted and replaced with non-abbvie device.